Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. (B) (4)

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. After an unspecified length of time in use, the customer contact reported an unspecified volume of solution leak from the filter of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. No medical interventions were required. There were no reported adverse patient effects and no reported delay of therapy critical for this patient. Though requested, no additional information was provided.